Event description:
Balloon that assisted in deployment of edwards tavi (transcatheter aortic valve implantation) valve ruptured at the time of deployment and could not be retrieved from apical sheath. The balloon, sheath and wire had to be removed from apex as one unit. Sales representative was present in the operating room during the procedure and aware of the device failure/concern.